Event description:
The user reported problems with a lot of pain from the site of the magnet. The device did extrude through the skin. It is planned to proceed with explantation on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported problems with a lot of pain from the site of the magnet. The device did extrude through the skin. Despite the extrusion, the patient was still wearing the process up until he was seen by the surgeon. The user has been explanted on (B)(6) 2025. At the time of surgery, the coil section about 3/4 extruded through the skin. After incision, implant exposure and cutting array, it was realized the entire array had migrated from the cochlea. Extracochlear duration of array is unknown.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Reportedly, the recipient is using a CPAP machine for sleeping and the straps are directly over the implant side, which might have contributed to the extrusion. Further the electrode array was found outside of cochlea likely due to a post-operative migration. This is a final report.